Event description:
Rptr states that they are "toxic contaminated." Implants were put in after surgery to take out cysts. Rptr states that this has destroyed their life and health. Dr is the one who told rptr to get them out.